Manufacturer narrative:
The v.a.c.ulta¿ unit, serial (B)(4): device manufacture date: 08-may-2013. The v.a.c.ulta¿ unit, serial (B)(4): device manufacture date: 27-jul-2016. Based on information provided, it cannot be determined if the alleged event is related to v.a.c.ulta¿ therapy (system, unit). The cause of the damage is indeterminate. It was confirmed that no harm or injury occurred to the patient with no injury to the staff. Device labeling, available in print and online, states: -ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. To avoid the risk of electrical shock, this product must be connected to a grounded power receptacle. -do not operate this product if it has a damaged power cord, power supply or plug. If these components are worn, damaged, contact kci. -do not connect this product or its components to device not recommended by kci. -keep this product away from heated surfaces. -although this product conforms to the intent of the directive 2004/108/ec in relation to the electromagnetic compatibility, all electrical equipment may produce interference. If interference is suspected, move equipment away for sensitive devices and contact kci. -avoid spilling fluids on any part of the product. -fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci. -do not use this product while bathing/showering or where it can fall or be pulled into a tub, shower or sink. -do not reach for product that has fallen into water. Unplug the unit immediately if plugged into electrical source. Disconnect the unit from dressing and contact kci. -use only the power supply provided with the therapy unit. Using any other power supply may damage the therapy unit. If environmental conditions (specifically, low humidity) pose a risk of static electricity, take care when handing the therapy unit while it is plugged into an ac wall outlet. In rare instances, discharge of static electricity when in contact with the therapy unit may cause the touch screen to darken, or the therapy unit to reset or turn off. If therapy does not restart by powering the unit off and then on, immediately contact kci. To isolate the therapy unit from the supply mains, unplug the ac power cord from the wall outlet. -power cord may present a tripping hazard. Ensure all cords are out of the areas where people may walk. -the use of electrical cables and accessories other than those specified in the manual or referenced documents may result in increased electromagnetic emissions from the v.a.c. Ulta¿ therapy (system, unit) or decreased electromagnetic immunity of the v.a.c. Ulta¿ therapy (system, unit).

Event description:
On 17-jul-2017, the following information was reported to kci by the hospital representative: the power cord overheated and caused a fire melting the power cord, damaging the bed as well as scorching the floor. On 19-jul-2017, the following information was also provided to kci by the hospital representative: the power cord overheated and there was a fire that caused damage to the bed and the floor. There was no harm or injury to the patient. Eight staff members were sent for evaluated in the emergency room for smoke inhalation. This was precautionary although "some" reported a sore throat. All eight were evaluated and cleared with no medical intervention required. The reporter stated the patient had two units in operation, but they did not know which power cord was plugged into which vac unit. On 21-jul-2017, received report number mw5071123, event date: (B)(6) 2017, stating 'nurse entered the patient's room and observed smoke and fire coming from the area where two wound vac machines were plugged into the electric socket. The power pack and cord attached to the wound vac machine was melted and believed to be the cause'. The power cord, serial (B)(4), was returned for evaluation in kci quality engineering, however it is indeterminate which of the two devices was being used with the power cord. Visual inspection of the returned power supply adapter confirmed that the plastic housing had melted. There was evidence of charring and a white residue on the power supply adapter as well as smoke residue on the brick label. The cause of the heat event is indeterminate. Based on the damage verified by kci, the power supply was sent out for further evaluation. The v.a.c.ulta¿ unit, serial (B)(4), passed qc checks and met specifications before and after placement with the patient. Internal and external inspection of the device in quality engineering did not reveal any evidence of burnt or damaged components, or smoke residue inside the unit or battery compartment. In addition, the unit did not produce sparks, a burnt odor or feel warm to touch during evaluation in kci quality engineering, including when run on the test board. No fault was found with the device. The v.a.c.ulta¿ unit, serial (B)(4), passed qc checks and met specifications before and after placement with the patient. Internal and external inspection of the device in quality engineering did not reveal any evidence of burnt or damaged components, or smoke residue inside the unit or battery compartment. In addition, the unit did not produce sparks, a burnt odor or feel warm to touch during evaluation in kci quality engineering, including when run on the test board. No fault was found with the device.

Manufacturer narrative:
Kci has determined that the heat events associated with the v.a.c.ulta¿ therapy systems are occurring in the revision a and b power supplies designed to meet ipx0 fluid protection according to iec 60601-1, and thus, do not include fluid ingress protection around the ac input socket. The revision c power supplies meet ip22 fluid ingress protection requirements according to iec 60601-1, and include a gasket around the ac input socket.

Event description:
Kci has received the evaluation report from the testing facility associated with voluntary medwatch report # mw5071123. The evaluation report indicates the heat event occurred on the primary (ac) side of the power supply, around the ac input socket. No damage was observed on the secondary (dc) side of the power supply. The v.a.c.ulta¿ power supplies are designed with protection circuitry (e.g. Over-current protection, shorting protection, and over-temperature protection) that will prevent this type of damage under normal use. However, in this case, the burn damage initiated from the ac socket and then propagated to the primary circuitry on the printed circuit board assembly (pcba). The evidence indicates that during the use of the power supply, some type of liquid got into the power supply via the ac socket which then resulted in the burn damage.